Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the shell impactor device broke on the final blow while impacting cup. There were no delays in the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the actual device was not returned for evaluation. However, two photos (n=2) were received from the customer and evaluated. The received photo was reviewed and compared to a known good unit. It was found that the device failed visual inspection as the device was broken at the t-handle. Therefore, the reported condition that the shell impactor device broke on the final blow while impacting cup was confirmed. At this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Furthermore, the investigation is only based on the provided photo, further assessment will be performed if the device is received. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.